Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump was alarming no delivery. The blood glucose reading at the time of the event was over 400 mg/dl. Customer experienced ketones and vomiting. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.